Event description:
The health care provider reported that they were able to aspirate the reservoir, but unable to completely fill it. The expected residual volumes and the actual residual volumes were accurate but when they tried to inject new 40ml volume, they were only able to get 35ml in reservoir. Device troubleshooting was being considered. The pump was used to deliver morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8596sc, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: unknown; catheter: model # 8703w, lot # l50059, implanted on: (B)(6) 1998, explanted on: unknown. (B)(4).